Manufacturer narrative:
The lens was not returned to the manufacturer so visual inspection could not be performed. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured and released according to specifications. Environmental monitoring results for the date of manufacturing of the lens were found within specifications. A search on complaints was conducted and resulted in no additional complaints related to the po. The directions for use (dfu) was reviewed. The dfu provides adequate instructions and precautions on the handling and use of the lens. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when the surgeon opened the inner package of an intraocular lens, model zcb00v, a tiny white debris was observed on the optic of the lens. The surgeon didn't use the lens and the operation was completed with another zcb00v lens. No patient injury or patient contact was reported. No further information was provided.